Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump will suspend insulin by itself periodically. The customer's blood glucose (bg) level was 250-275 (mg/dl). The customer resumed insulin and delivered a bolus via the pump to address bg level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also has manual injection supplies available.